Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a mapping procedure cardiac tamponade occurred. Access was gained to the left atrium via transeptal puncture. Mapping was to be performed with an intellamap orion catheter. When a second transeptal puncture was made the pressure was noted to be quite high. Physician noticed that "mapping wasn't comfortable" and later patient was tamponade. Physician made an epicardial puncture. The patient did not stop bleeding and was delivered to surgery. Surgeon noted a perforation in the right ventricle and no perforation was noted in the left atrium. After surgery patient stabilized and no additional patient complications were reported.